Manufacturer narrative:
(B)(4). One used force fx-8c generator was received and evaluated by covidien. Nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications.

Event description:
The customer reported that a patient died during an acute cardiosurgery. The forcefx-8c electrosurgical generator had been in use during the procedure. The surgeon had applied an alcohol-based disinfectant solution to the patient's body just prior to using the electrosurgical generator and accessories. Reportedly, they did not wait for the disinfectant to dry. The wimples and drapes on the patient's body combusted. The burning wimples and drapes were immediately pulled down from the patient's body, and the generator was shut down and removed from the surgical field. The patient was not burned. The patient died during the cardiosurgery due to a heart attack. Additional questions have been asked regarding this incident.

Manufacturer narrative:
(B)(4). Reportedly, an alarm sounded at some point during the procedure. The alcohol-based disinfectant used was identified as softasept n - colored, lot# 15213m14, exp. 4/20. The hospital cannot provide more information because of (B)(6) law regarding personal data protection.

Event description:
New/additional info: reportedly, an alarm sounded at some point during the procedure. The alcohol-based disinfectant used was identified as softasept n - colored, lot# 15213m14, exp. 4/20. The hospital cannot provide more information because of (B)(6) law regarding personal data protection.